Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate via email that during an arthroscopic shoulder stabilization, before it was used on the patient the scrub nurse noted that the gryphon 2.4mm drill bit was bent. As per this issue it was than discarded for patient use on this procedure and any future cases. It is unknown what caused the bending of the gryphon 2.4mm drill bit. As pert the affiliate the unit was disposed of by the hospital to ensure there is no confusion and it doesn't go back into circulation. As per the affiliate the representative was no present during the discovery of the issue, however it was notify immediately after the case. The procedure was completed with a replacement. No patient consequence was reported, however there was a delay from 5 to 10 minutes reported. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.